Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. A trauma has been reported. Re-implantation considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. Additionally, it is reported that one electrode channel had been deactivated for yet undetermined reasons. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Device malfunction. A trauma occurred in(B)(6); in which the child was pushed and hit her head against a wall. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Device malfunction was suspected. A trauma occurred in april; in which the child was pushed and hit her head on the implant side against a wall. The user has been re-implanted .